Event description:
Device 1 of 4. Ref MFR report #s: 1627487-2011-00193, 00194 and 00195. During the surgery to explant the pt's (B)(6) lead, it was reported the device snapped at the juncture of the lead and shoulder of the paddle. Two electrodes disengaged from the paddle and remain within the soft tissue of the pt. No further info is available as details regarding the reason for the surgical procedure and the pt outcome were not provided to the MFR.

Manufacturer narrative:
Eval results: as received, the lead was returned cut in a manner consistent with explantation. Electrodes 1 and 2 were dislodged during explant. The directional indicator was broken. The damage observed, coupled with the event details, is consistent with explant damage. Functional testing of the lead's terminal end segment was performed by measuring continuity from of each electrode to the end of the corresponding cut wire; all channels passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.